Manufacturer narrative:
Patient's age, weight were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate.